Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting an unknown lead anomaly. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report.

Event description:
It was reported that this right ventricular (rv) lead was explanted due to exhibiting an unknown lead anomaly. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported. Additional information was received that this rv lead was explanted due to exhibiting high out of range pace impedance measurements of greater than 2500 ohms for the past year and no capture at maximum output. This lead has not been received for analysis. Other than the surgical procedure, no additional adverse patient effects were reported.